Manufacturer narrative:
Device evaluation summary: device evaluation on battery pack (B) (4) has been completed. The battery pack would not work because there was an unknown substance inside the battery pack. One of the cells was corroded. The battery pack was repaired, retested and restocked. The root cause of the battery pack not charging was this unknown substance. No adverse event occurred due to the defective battery pack. The patient received a replacement battery pack.

Event description:
A (B) (6) male patient contacted lifecor customer support to report that his second battery pack is completely dead. He stated that when this battery pack was placed in the battery charger, the battery with a slash through it illuminated. Support sent a patient services representative (psr) to the patient to replace the battery pack.